Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that this right ventricular (rv) lead was explanted due producing noisy signal on the electrograms. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis found that the lead passed resistance testing and showed no fractures. Although analysis did find significant damage expected to be induced during explant procedure. New information is pertinent as it.